Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using the ilet experienced fluctuating blood glucose, including a low of 59 mg/dl treated with oral glucose and subsequent prolonged hyperglycemia after dinner and decaf coffee; the user also reported two low-glucose alerts that did not match fingerstick values. Symptoms included hypoglycemia and hyperglycemia. Outcomes included stabilization of glucose during support calls without hospitalization. Investigation included troubleshooting and education, review of infusion site and supplies with a site change performed, and discussion of potential contributors such as meal reporting, caffeine intake, and correction dosing. Investigation of this case revealed no observed issues with the infusion site or supplies after replacement, and no confirmed device malfunction; the alerts were likely influenced by sensor-to-fingerstick discordance and situational factors including recent supply change, activity, meal reporting variance, and caffeine. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.